Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an interlink y-type blood set "fell out" of a bag of platelets while the bag was hanging. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.